Manufacturer narrative:
Exact date unknown, event occurred eight (8) years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was non functional. The patient underwent a revision procedure.